Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmenorrhea (cramping), general abnormal bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2015: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Device category changed from device other event to incident. Event pelvic pain make incident. Events added from pfs- abdominal, dysmenorrhea (cramping), general abnormal bleeding, psych injury. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain and miscarriage. Concurrent conditions included anxiety, post-traumatic stress disorder, pyelonephritis and vaginal discharge. Concomitant products included cyclobenzaprine (B)(6) 2015, lorazepam (ativan), lorazepam since (B)(6) 2015, oxycodone and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), general abnormal bleeding, psych injury. 1 coil visualized on right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: essure device was successfully occluded.. Imaging procedure on (B)(6) 2015: essure confirmation test-(unspecified) bilateral occlusion. Pathology test on (B)(6) 2017: leiomyom/\ta uteri, endometrial polyp, adenomyosis, weakly prollferative endometrium. Negative for hyperplasia and carcinoma, cervix wlthout diagnostic abnormality,fallopian tubes without diagnostic abnormility. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety most recent follow-up information incorporated above includes: on 23-oct-2019: pfs & mr received. Lot number added. Event psych injury was updated to depression. New events were added: abnormal bleeding (vaginal, menorrhagia) and anxiety/mental anguish. Onset date of events pelvic pain and dysmennorhea (cramping) were added. Reporter information, medical history, treatment, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain and miscarriage. Concurrent conditions included anxiety, post-traumatic stress disorder, pyelonephritis and vaginal discharge. Concomitant products included cyclobenzaprine(B)(6) 2015 to (B)(6) 2015, lorazepam (ativan), lorazepam since (B)(6) 2015, oxycodone and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), general abnormal bleeding, psych injury. 1 coil visualized on right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2015: essure confirmation test-(unspecified) bilateral occlusion. Pathology test - on (B)(6) 2017: leiomyom/\ta uteri, endometrial polyp, adenomyosis, weakly prollferative endometrium. Negative for hyperplasia and carcinoma, cervix wlthout diagnostic abnormality,fallopian tubes without diagnostic abnormility. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.